Event description:
New information received. Notes, that the physician alleged, the issue to be due to a lead malfunction.

Event description:
It was reported that a patient presented with low pacing impedance and loss of capture noted on the patient's right ventricular lead. This resulted in a sustained patient arrythmia. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.